Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent occlusion alerts with the infusion set approximately three hours after each new set placement while using the ilet with a reported blood glucose value of 350 mg/dl, with frequency increasing over about six weeks despite prior troubleshooting including set type changes from steel to teflon. No adverse clinical symptoms associated with hyperglycemia reported confirmed by fingerstick and a reported increase in a1c from 5.9 to 7.8. Outcomes included discontinuation of pump use in favor of self-injection, with reported improvement in time in range compared to pump use. Investigation included user-led troubleshooting and education with support and a supply change, which the user reported resolved the occlusions only after changing supplies. Investigation of this case revealed a device-related occlusion associated with the infusion set component, with no evidence of user setup error based on the completed troubleshooting steps. It was concluded, based on previously established findings for similar reports, that the cause was infusion set occlusion leading to interrupted insulin delivery.